Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Photo review: the photo attached shows a picture in a computer screen. One haptic is broken/torn. There appears to be solution on the iol. One photo shows iol in the computer screen, outside of iol case base, another photo shows iol case closed, and iol appears to be inside. Based on our observation of the attached photos indicates possible handling. A final root cause cannot be determined without the evaluation of the physical product. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that prior to cataract extraction with intraocular lens (iol) implant procedure, the iol broke.